Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: during investigation, the audio bolus button cover was observed to be torn and punctured. The audio bolus button responded appropriately during testing. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was reported that the audio bolus button was under-responsive. In addition, it was noted that the keypad was torn/punctured and thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.